Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was a chronic total occlusion (cto) located in the distal right coronary artery (rca). The pilot 50 guide wire was placed across the lesion. Using an exchange guide wire with the pilot 50 guide wire also in the anatomy, the non-abbott guiding catheter was exchanged for a more supportive non-abbott guiding catheter. During manipulation, it was noted that the distal end of the pilot 50 guide wire had separated. Attempts to retrieve the separated portion were unsuccessful. As flow was not being compromised, the decision was made to leave the separated portion of guide wire in place and the separated portion remains in the patient. Post procedure, the patient was stable and was transferred to the intensive care unit (ICU). The patient and family were fully informed by the physician. The patient was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.